Manufacturer narrative:
One partial used sample was returned for evaluation. Only a segment of tubing was received. The tube segment appeared to be the distal end of the suction catheter tubing. The skives were present at the end, and the opposite end had a printed black marker, just below the end. Under magnification, the detached end appeared to have striations that appeared as possible kerf marks. The complaint is confirmed, and the root cause is determined to be incorrect use. The returned fragment had marks on the end which indicate that it was cut by the user. The black mark indicates that the catheter was not fully retracted prior to the cutting. The directions for use provided with the device contains the following warning: "do not trim or cut the endotracheal tube (not supplied) while the halyard* turbo-cleaning closed suction system is attached, otherwise the halyard* catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." All information reasonably known as of 26 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m7249t315 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the catheter tip was recovered from the patient's lung. It is thought that the endotracheal tube was cut while the tip was still in the tube. Per additional information received 2 oct 2019, the patient had required insertion of a tracheostomy tube to facilitate ongoing respiratory weaning from the ventilator. A bronchoscopy was performed under sedation, and the suction tip was found in the left bronchus. And removed. There were no additional medications or treatments required for the patient as a result of this incident. The facility is uncertain where and when the cut tip originated from, as the patient was transferred from (B)(6) hospital to hull. This patient was transferred back to (B)(6) hospital for ongoing care and rehabilitation on (B)(6) 2019.

Event description:
Per additional information received from the (B)(6) hospital on 17 dec 2019, the hospital has completed their investigation into the reported incident: when the piece of tubing was discovered in the patient's lungs there was no signs of inflammation or sputum build up around the tubing, indicating that the piece of tubing had not been in the patient's bronchus for a prolonged period of time. There was no evidence of any change in ventilation of the patient to indicate difficulty of air reaching the left lung. There were no documented changes to the patients o2 levels that would indicate that the piece of tubing in the lung had caused harm. The patient had been taken to (B)(6) hospital on (B)(6) 2019 after feeling unwell and was diagnosed with stroke. The patient began receiving thrombolysis treatment. That night and into the next day, the patient's condition deteriorated and he had a fall. On (B)(6) 2019 the patient underwent a computerized tomography (CT) scan which showed a bleed on the brain which required intervention. The patient deteriorated further and was intubated to protect breathing and for safe transfers to (B)(6) hospital. Upon admission to (B)(6) ICU, two chest x rays were performed, and no evidence of the suction tubing piece was seen. The patient underwent surgery and the endotracheal (et) tube was changed to an armored one to prevent kinking. It was changed back to a standard tube after surgery. Another chest x ray was done on (B)(6) 2019 to check et tube placement, and no piece was noted in the lungs. The et tube was changed again on (B)(6) 2019. No x ray was performed. The et tube was changed again on (B)(6) 2019. On (B)(6) 2019 another chest x ray was performed. No evidence of the piece of suction tubing was present. A tracheostomy was planned to assist the patient with his ongoing respiratory weaning from the respirator. A bronchoscopy was performed on (B)(6) 2019 to examine the patient's airways. It was at this point the piece of tubing was discovered. The et tube was changed again to a slightly larger size to allow for the piece to be removed. The tracheotomy was performed and was uneventful by (B)(6) 2019 ventilation support was able to be reduced and the patient was transferred to the stroke unit. It was documented on the immediate discharge summary that on (B)(6) 2019 the patient was making good neurological improvement. The patient was discharged from (B)(6) back to (B)(6) on (B)(6) 2019 for ongoing care and rehabilitation. The hospital concluded that none of the x-rays taken identified any foreign bodies in the patient's lungs. It is not possible to determine the exact point at which the piece of tubing entered the lung, it could have occurred any time from the patient's initial intubation at (B)(6) hospital on (B)(6) 2019 until the piece was detected on (B)(6) 2019. The nurse's report states that the nurses did not shorten the patient's et tube from (B)(6) 2019 until (B)(6) 2019, and did not witness any other staff member shortening the et tube. However, there is currently no requirement by the hospital to document that an et tube has been shortened, and there was a potential failure to follow the manufacturer's instructions for use, which includes to not trim the et tube while the suction catheter is attached.

Manufacturer narrative:
All information reasonably known as of 19 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 25 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.